Event description:
The hcp reported while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. The capsule fell off into the pt's stomach. It was noted that the capsule trocar needle had advanced. No serious injury to the pt was reported.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.